Manufacturer narrative:
Lot# -- a possible lot number for this device is 16e028, but this could not be confirmed. Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with a small volume folfusor. The device was connected to the patient when this was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.